Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 426mg/dl. The customer states they conducted full set change and their levels dropped to 172mg/dl. The customer states levels rose again and the device alarmed for no delivery. The customer declined to troubleshoot due to attributing the blood glucose level to the no delivery alarm. The customer's most current level was 164mg/dl.